Event description:
A report rec'd from (B)(4) stated that an 840 ventilator's oxygen (o2) sensor failed while being used on a pt. The pt was removed from the ventilator and placed on another ventilator. The pt was not harmed or injured as a result of the reported.

Manufacturer narrative:
The customer inspected the device and confirmed the reported issue. The customer replaced the o2 sensor. The device passed the short self test (sst) and was returned to clinical use. The defective o2 sensor was returned to the manufacture service center for further failure investigation (fi). Upon completion of the fi, the o2 sensor was found to experience damaged threading. Studies performed on a worst case condition with a crack of 90% cross-section have been shown to have no effect on performance. Previously, conflicting info may have been provided to puritan bennett 840 (pb840) customers concerning the operational life of the oxygen sensor in a labeling addendum for the pb840. The pb840 operator's manual states the sensor had a nominal life of one yr from the date of manufacture while a pb840 addendum incorrectly stated to replace the sensor every two (2) yrs. The nominal life of the o2 sensor is 1 yr from date of manufacture. Covidien's plan to update the literature was communicated to FDA on 23 december, 2013. Covidien ref: (B)(4).